Event description:
Caller reported that cartridge alarm 20 reoccurred during pumping at 6:50 pm. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent with updated software, and instructed the caller on returning the faulty pump using a pre-paid label. The caller was advised to use manual daily injections as backup therapy and acknowledged the steps required upon receiving the new pump.